Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (sleep/wake button unresponsive; screen unresponsive; screen visibility) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became inoperable due to a malfunctioning screen, supported by a customer-provided photo and confirmation of the device serial number. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included replacement of the device to restore therapy continuity. Investigation included remote assessment of functionality based on user report and visual evidence, along with confirmation of return logistics to enable product evaluation. Investigation of this device revealed a device display failure consistent with a screen hardware issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display.